Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch report (mw5151127). The patient is alleging bronchiectasis, a 5mm noncalcified perifissural right upper lobe nodule, and a 5mm subpleural middle lobe nodule. The patient also stated that it is hard for them to clean the house because all cleaning products make them cough and make their chest feel tight like their asthma is flaring up. The patient has been using their CPAP device for 9-10 years before it was recalled. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated.

Manufacturer narrative:
No device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch report (mw5151127). The patient is alleging bronchiectasis, a 5mm noncalcified perifissural right upper lobe nodule, and a 5mm subpleural middle lobe nodule. The patient also stated that it is hard for them to clean the house because all cleaning products make them cough and make their chest feel tight like their asthma is flaring up. The patient has been using their CPAP device for 9-10 years before it was recalled. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.